Event description:
The customer stated that he was hospitalized for high blood glucose levels above 700 mg/dl due to the buttons being unresponsive. The customer did troubleshooting, but the buttons remained unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.